Event description:
Edwards received notification that a valve model 7300tfx25 implanted in the mitral position was explanted after approximately one (1) year and seven (7) months in a 53-year-old dialysis patient due to severe calcific deterioration. Valve leaflets were thickened and hardened. As reported, during the re-intervention, it was observed that the bioprosthetic valve was severely damaged, and the valve leaflets were stiff. Three months before the explant procedure, the valve function was found to be abnormal per ultrasound. The patient presented with acute heart failure. The valve was replaced with a mechanical valve. The patient was discharged home.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation as it was discarded after the explant procedure, therefore customer report of severe calcific deterioration and thickened and hardened valve leaflets could not be confirmed by product evaluation. The device history record (DHR) review was performed and this device passed all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The safety and effectiveness of the valve have not been established for patients with chronic renal impairment and structural deterioration is a known adverse event of bioprosthetic heart valves. Dialysis is a well-known risk factor for bioprosthetic structural valve deterioration. The complaint is unable to be confirmed, but there is no evidence to suggest an edwards lifesciences design or manufacturing defect. The most likely root cause of severe calcific deterioration is patient factors, including renal insufficiency requiring dialysis treatments.